Event description:
It was reported that the camera head focus and zoom did not work while being used with the video system center. The issue occurred during an unspecified therapeutic procedure. It was unknown if the the procedure was completed using the same or a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head focus and zoom did not work while being used with the video system center. The issue occurred during an unspecified therapeutic procedure. It was unknown if the procedure was completed using the same or a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was not confirmed. A definitive root cause was unable to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.